Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿connect power¿ alarm was confirmed with the returned system controller serial # (B)(6). The system controller was connected to laboratory equipment and an unexpected power cable disconnected alarm was active. It was noted both power cables were connected, and the white power cable led icon is flashing. The data retrieved from the returned device captured data consistent with the finding. Electrical measurement of the underlying wires confirmed compromised wires including a severed/damaged battery fuel gauge wire within the white power cable relating to the reported alarm. The white power cable was dissected, and visual inspection confirmed a severed/damaged battery fuel gauge wire approximately 4 inches from the connector end. The damaged underlying wires appears to be related to the repetitive flexing of the power cables during use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller serial # (B)(6) was shipped to the customer on 09jan2019. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress within wire of white power cable, power cable kinks. The reported event of a ¿connect power¿ alarm was confirmed with the returned system controller (serial # (B)(6) ). The system controller was connected to laboratory equipment and an unexpected power cable disconnected alarm was active. It was noted both power cables were connected, and the white power cable led icon is flashing. The data retrieved from the returned device captured data consistent with the finding. Electrical measurement of the underlying wires confirmed compromised wires including a severed/damaged battery fuel gauge wire within the white power cable relating to the reported alarm. The white power cable was dissected, and visual inspection confirmed a severed/damaged battery fuel gauge wire approximately 4 inches from the connector end. The damaged underlying wires appears to be related to the repetitive flexing of the power cables during use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on (B)(6) 2019. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient changed his controller at home. Patient was awakened to a connect power alarm and tried troubleshooting but was unable to stop the alarm. Patient proceeded with changing the controller with resolution of alarm. Patient currently feels fine, was asymptomatic during alarm and has no further alarms. The event history captured an odd string of power cable disconnects (white lead only) between 8:42 am on (B)(6) 2021 and 3:44 am on (B)(6) 2021. These alarms are occurring when the patient is connected to batteries and to the mobile power unit (mpu). This indicates a potential issue with the white controller lead.